Event description:
The customer stated that one patient sample generated a non-reactive result for the architect (B)(4) assay. The patient is on dialysis and known to be (B)(6) infected with a history of positive results for this assay ((B)(6) 2010). No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is filed against an international product ((B)(4)) that has a similar product distributed in the us (1l79). An investigation is in process, a final report will be submitted when the investigation is complete.